Event description:
The subject device was used during a procedure of gastric bypass. Error message was displayed and probe was broken when the surgeon was cutting the omentum. The broken tip fell into the pt, but the tip was retrieved with forceps. The procedure was completed without another or a similar device. There was no pt injury reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation results of the subject device, olympus concluded that the reported event occurred since the probe had contact with something hard, and the probe cracked. After that, the probe broke when the probe received a load outputting or grasping tissue. This report is being submitted as a medical device report in an abundance of caution.